Manufacturer narrative:
Batch review performed on 30 april 2026 lot 1902532: (B)(4) items manufactured and released on 06-jun-2019. Expiration date: 25-may-2024. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Root cause: the surgeon revised liner height, which is a common practice to restore the joint stability. There is no indication that any potential issue with the device may have caused or contributed to the event.

Event description:
The patient came in due to instability and the cause is unknown. There were no indications of trauma. About 3 years and 7 months after the primary surgery, the surgeon revised the s1r 12mm insert to a flex 1r - 14mm insert. The case was completed successfully.